Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-21. Investigation summary: fifteen (15) photos were received by our quality team for evaluation. Based on the visual inspection of the photos, it was observed that there was foreign matter on the syringe product. Two samples were later received by our quality team. Black particles, likely sand particles, were observed inside the syringe product and at the corner of the blister packing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. The distribution center has been notified of this complaint for their awareness. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter. This occurred on 770 occasions. The following information was provided by the initial reporter: the supplier (B)(4) opened the box of 1ml ls syringe for sales and found that there are foreign particles in the syringe. He checked all stock he has and found the same problem in other 7 boxes as well.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0351429, medical device expiration date: 2025-12-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0324301, medical device expiration date: 2025-11-30, device manufacture date: (B)(6) 2020. Initial reporter address 2: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 26x1/2in (B)(6) had foreign matter. This occurred on 770 occasions. The following information was provided by the initial reporter: the supplier (B)(6) surgical opened the box of 1ml ls syringe for sales and found that there are foreign particles in the syringe. He checked all stock he has and found the same problem in other 7 boxes as well.